Event description:
It was reported that the arterial pressure value was not displayed on the monitor during use. However, the product was able to zero before use. The baseline blood pressure was shown on the monitor and it gradually rose to 20 mmhg above the baseline values. After confirming the values were incorrect, zeroing was performed, and the product failed to zero. No alarm was noted. The patient was not treated based on the inaccurate value displayed. There were no patient complications reported.

Manufacturer narrative:
Received one single dpt-vamp flex kit with IV set and pressure tubing . The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The dpt zeroed and sensed pressure accurately on the pressure monitor. The electrical testing showed that the dpt electronic components were intact because both input impedance and output impedance were within specifications. The zero-offset also met specifications. However, pressure started to show about 50 mmhg higher than the applied pressure after about 1 hour since the output drift testing had been started. The zero-offset values were also unstable and out of specifications after the initial output drift testing. No visible damage was found at the dpt cable connector, cable or solder joints of the dpt. The solder joints were firmly attached to the circuit board, while the excess solder material and flux on the circuit board were removed using ethanol. Afterwards, it was confirmed that the zero-offset became stable within specifications. The output drift was re-tested and pressure did not show any type of drifting. The evaluation suggests that it was likely that the excess solder material or flux on the circuit board affected the functionality of the dpt. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.